Event description:
It was reported that the high voltage lead impedance (hvli) was higher than the upper limit on the right ventricular (rv) lead. The hvli was able to be reduced with fluid overload treatment at some point. The physician was concerned with the subtle increases in hvli. No other electrical anomalies were observed. No changes were made. The patient was stable before, during and after the event.